Manufacturer narrative:
Initial.

Event description:
It was reported that the user consumed a breakfast sandwich and coffee, announced the meal on the ilet, then observed a continuous glucose reading of 44 with a downward trend and a device low glucose indication; a confirmatory fingerstick measured 59, the value was entered into the ilet, and glucose subsequently rose to 74 after oral carbohydrate treatment using juice/candy, with education provided on measured carb treatment; no device component involvement was identified and available information about a device problem was insufficient. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication-equivalent oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.